Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of lightheadedness. It was noted that the right ventricular (rv) lead exhibited noise with manipulation, a polarity switch, and a loss of capture resulting in asystole. When the patient was transferred to the table in the cath lab, the lead exhibited a loss of pacing, and did not resume pacing at all. It was noted the patient also experienced syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.